Event description:
The customer alleges that false negative results were generated on a patient using the architect anti-hcv assay in june and again in july 2009 that do agree with alternate method results (riba c33+). No adverse outcomes were reported due to this issue. The customer provided the following data: hcv architect - 0.83; riba - c33+; the following month: hcv architect - 0.62 (neg); riba - na. Both samples were found to be negative by rna testing. The customer uses a grayzone of 0.70 - 0.99.

Manufacturer narrative:
(B)(4). Investigation summary: investigation of potential false non-reactive results for 2 different bleeds of one blood donor when using architect anti-hcv, list number 6c37-20, lot number 74424hn00. Customer returns were received and tested. To investigate the observation the returned specimen with a retained reagent sample (reagent kit stored at abbott laboratories) of architect anti-hcv, list number 6c37-20, lot number 74424hn00 were utilized. The control values were well within the specification ranges stated in the respective package insert. The blood donor sample was tested non-reactive for architect anti-hcv with values of 0.58, 0.56 and 0.56 s/co concordantly with the customer's observation. A chiron riba hcv 3.0 sia immunoblot was performed. The test result of the patient sample was interpreted as indeterminate according to the respective package insert, due to the fact that only a reactive (++) c33-band was detectable. Controls performed well within the respective package insert claims. A subsequent innogenetics inno-lia hcv immunoblot was performed with the patient specimen. The test result was interpreted as negative for hcv antibodies due to the fact that no bands were visible. Controls performed as intended. Taking into consideration both the customer test results and the investigation test results, it is unlikely that the samples are true positive samples, as it is unlikely that true positive samples would result in different band patterns in two different immunoblots and pcr negative. The analytical and clinical sensitivity of lot number 74424hn00 was investigated by testing sensitivity panel a (core only), sensitivity panel b (ns3 only) and two commercially available seroconversion panels: the results for sensitivity panel a and sensitivity panel b were in acceptable performance range. For the two commercially available seroconversion panels (B)(4) the same bleeds were found reactive compared to historical data. Therefore, there is no indication that the analytical or clinical sensitivity of lot 74424hn00 is compromised. As part of the investigation, the complaint and manufacturing records for lot number 74424hn00 were reviewed. This review did not identify any problems relating to the customer's observation. Based on the investigation, it is determined that architect anti-hcv, list number 6c37-20, lot number 74424hn00, identified in the complaint, is performing acceptably within the package insert claim for sensitivity. Please note, that in rare cases, discrepant results may be seen in individual patient samples. This might be due to interfering substances present in the patient sample. For diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is the final report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. The customer's blood glucose reading was 159 mg/dl at the time of the report. Troubleshooting could not be performed at the time of the report. Nothing further was reported.